Manufacturer narrative:
(B)(4)

Event description:
It was reported that " both jaws of applicator is not getting closed properly & jaws are not aligned properly". This was found prior to use. Another clip was used to complete the procedure.